Event description:
It is reported that a customer complained of erratic numbers being displayed on their insulin pump. The patient's blood glucose level was at 154 mg/dl. The customer was assisted with trouble shooting and found that the pump works as designed but wanted to have the pump replaced due to a recall on the customer's specific model. The customer received the replacement pump and called back to have assistance programming it. Assistance was provided and no further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.